Event description:
The pump was interrogated after an MRI and a motor stall was noted. The stall had been recovered by the time the pump was checked on (B) (6) 2009. The date of the stall was not reported. The pt experienced no symptoms. No additional intervention was required. No injury to the pt.

Manufacturer narrative:
(B) (4).